Manufacturer narrative:
Section a: patient date of birth was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a no external power alarm when their power went off while they were on the mobile power unit (mpu). The patient thought that the green pump is running light was off. As soon as they went to batteries, the green light came back on. The log file confirmed no external power events on 23jun2024 due to power to the mpu being interrupted.

Manufacturer narrative:
Section a: date of birth was requested but not provided manufacturer's investigation conclusion: the reported event of the pump running light emitting diode (led) not being illuminated during a no external power event could not be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. The submitted log file contained approximately 23 days of information ((B)(6) 2024 per timestamp). Beginning at 9:24:22 on (B)(6) 2024, the relative state of charge (rsoc) and voltage values of both power cables were observed to steadily decrease. As these values decreased over the next few seconds, power cable disconnect and low power hazard alarms were activated. A no external power alarm then activated shortly later at 9:24:27, as the voltage values reached ~0 v. These events are consistent with the provided information that there was a power outage while the mobile power unit was being used. The backup battery activated as intended during the loss of power, and pump operation was not affected by the observed alarms. The no external power alarm resolved within ~1 second of its activation, when external power was restored to the mobile power unit. The pump maintained a speed within the expected range throughout all available data. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.